Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the foot switch connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the visera elite ii video system center olympus asset was returned as part of the asset return process. During routine evaluation of the device by olympus, it was found that the foot switch connector was loose. There was no procedural or patient involvement with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.